Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(4) clinical study. It was reported that a stent fracture occurred. On (B)(6) 2016, a 90% stenosed, 140mm in length target lesion located in the right leg mid superficial femoral artery (sfa) extending to right leg distal sfa with a reference vessel diameter of 6.00mm and distal vessel diameter of 5.00mm was identified. The lesion was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6.0 x 150mm study stent. Following post-dilatation, the residual stenosis was 5%. On (B)(6) 2017, during the patient's 12 month follow up, x-ray showed that the distal part of the study stent had fractured. The patient did not receive any further treatment. No patient complications were reported.